Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 12-jun-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a lead 977c165 specify surescan underwent an event involving pain followed by numbness during a urology appointment. Emergency services were called, and the patient was transported to the emergency room. Magnetic resonance imaging (MRI) confirmed the presence of an epidural hematoma. The patient experienced loss of sensation from the lower abdomen and below and was hospitalized. The system was removed, and sensation returned following the explant. The manufacturer representative (rep) indicated they would send any further information as they become aware.